Event description:
Attempted to harvest a split-thickness skin graft with the zimmer dermatome from the ipsilateral left anterior and left anterior lateral thigh, however, the dermatome kept skipping and was unable to harvest a split-thickness skin graft. A decision was made intraoperatively to convert this to a full thickness graft. FDA safety report ID(s)# (B)(4).